Manufacturer narrative:
The product was an airseal 8mm access port, model number ias8-120lp, lot number 326-13-be. The device was manufactured in november, 2013. The device was returned and visually inspected. The seal on the cap of the 8mm trocar appeared to be pierced and broken off by a sharp instrument. An investigation to determine if factors, outside of operational context, could have caused or contributed to the event, is on going. A follow-up report will be filed when addtional information is available .

Event description:
On march 11, 2016 surgiquest was made aware of a purported malfunction with one of its devices through a user facility. The reported event was described as "a part of the white seal of an airseal 8mm port broke into the patient. We were able to retrieve the fragment". No harm to the patient was reported. The event occurred on (B)(6) 2016 during a robotic case, and the sample is availble for evaluation.

Manufacturer narrative:
The returned ias8-120lp exhibited the same conditions as found in other previous torn sound reduction seal complaints. This failure mode can occur if a device catches on the elastomer and stretches to the point that it can tear. This device is a vendor item and the certificate of conformance indicated that the product from this lot #326-13-be met final inspection and product release acceptance criteria. Of the lot containing (B)(4) units there were no other similar complaints received. An enhancement was made to thicken the cross section of the distal end to address the reported breakage. This device lot was manufactured prior to the enhancement implementation. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. There have been no reported serious injuries or deaths related to the reported breakage.